Manufacturer narrative:
Model number, device manufactured date: not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a defective instrument; the screw of the open spine clamp was defective. There was no patient present.

Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. The adjustment screw threads of the returned clamp are worn down in the middle of the travel making it difficult to open or close the clamp without much effort. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.